Event description:
Customer's father reported no delivery and motor error alarms on his son's insulin pump. The son's blood glucose was 470 mg/dl. The son has treated his blood glucose with a bolus delivery. The father stated the no delivery alarms were recurring. Troubleshooting found the customer's drive support cap appeared to be normal. The father declined to troubleshoot for the no delivery alarm. The son was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unit received with cracked case at display window corners and reservoir tube. Unit received with scratched display window. Unit received with missing end cap sticker. Unit received with broken battery tube threads.